Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 130 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it passed all functional testing. However, the insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).